Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
Physician reports that in the connector of the implanted catheter, through the hole where its anchor thread passes, the liquid that the catheter is draining also comes out; because that outlet hole is not well sealed and the internal valve of the catheter does not work either. The result is that the doctor must change the catheter and is a danger because of the great possibility of infections of the area where the catheter comes out. Obtaining samples from the failed catheters explanted is practically impossible due to the great possibility of dangerous biocontamination during the handling of the rescued devices.